Event description:
It was reported that non-sustained ventricular oversensing (nsvo) episodes were noted. Loss of capture was suspected. The patient was brought in for a full evaluation and didn't discover any problems. They increased the output of the ICD and have not seen the issue come up again. The patient's condition was stable throughout.

Event description:
New information noted on (B)(6) 2017 that the asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing. The episodes of oversensing were due to several instances of intermittent ventricular capture. The patient will be brought in for further testing, including positional testing. The clinician considered performing another fluoroscopy.